Manufacturer narrative:
The insulin pump was received with minor scratched display window and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump had many scratches and worn display. No further information provided.